Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument associated with this complaint and completed its investigation. The failure analysis investigations replicated/confirmed the customer reported complaint defective I&a "wrist will not move". Failure analysis found the primary failure of intuitive motion to be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The instrument was found to have a broken pitch cable. As a result, the instrument was non-intuitive. The root cause of this failure is attributed to a component failure. Additional observation(s) not reported by site: the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for tenaculum forceps was (part 470347-12/k11220117 0285) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(4) 2022 on system sk5293, with 6 lives remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the tenaculum forceps will not move and there was no report of patient involvement or reported injury. The tenaculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.